Manufacturer narrative:
Device evaluation of electrode belt was completed. The reported problem (therapy electrodes non-functional) could not be duplicated. However, during investigation the belt was unable to complete a falloff test. The belt's ECG "d" cable had contamination on the u1 component. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.